Event description:
It was reported that the patient came in for an appointment and device had a power interrupt. It was also reported the device had a number of electrical resets. Several of these errors in the device were considered high severity. Patient had a history of several electrical resets although unconfirmed by faculty. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) performance data collected from the device was analyzed. The device has recorded multiple power on resets for multiple reasons. The actual device was received for evaluation where a tin particle was discovered inside the device. The reset condition was not actively observed during the analysis. The cause is inconclusive.